Event description:
Patient reported "rupture and of implant was withdrawn from the market in our country due to the associated risks of developing anaplastic large cell lymphoma (alcl) in implanted patients". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, h.6.

Event description:
Patient reported "rupture and of implant was withdrawn from the market in our country due to the associated risks of developing anaplastic large cell lymphoma (alcl) in implanted patients". Healthcare professional reported ¿axillary lymph node with silicone¿ and broken implant. This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿axillary lymph node with silicone¿ and broken implant.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe. ¿ rupture and silicone migration: observed an opening assessed as unidentified (tear) opening. No additional observations performed on the device. No further actions are required. Additional, corrected and/or changed data: d.9, g.2, h.3, h.6.

Event description:
Patient reported "rupture and of implant was withdrawn from the market in our country due to the associated risks of developing anaplastic large cell lymphoma (alcl) in implanted patients". Healthcare professional reported ¿axillary lymph node with silicone¿ and broken implant. This record is for the right side. Device has been explanted.